Event description:
It was reported that the patient experienced high blood glucose while using the ilet, and troubleshooting revealed the pump was disconnected from the tubing during sleep; the user reconnected the tubing and was advised to monitor for glucose reduction after 90 minutes. Symptoms included hyperglycemia. Outcomes included no hospitalization and no injury reported. Investigation included customer interview and troubleshooting education. Investigation of this case revealed a probable loss of insulin delivery due to disconnection of the infusion tubing, consistent with product use issues involving the infusion set or connection. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to cause unclear for hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.